Manufacturer narrative:
Sensor (B)(4) has been returned and investigated visual inspection was performed on the returned sensor and no abnormalities were observed. The sensor plug was removed and observed all three contacts to be installed properly. No damage or cracks were observed on the sensor neck. Linearity testing was performed and all results were found to be within specification. Investigation of returned sensor did not identify any product deficiencies. No further investigation is required. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor. Customer reported a sensor reading of 277 mg/dl which was higher than a laboratory reading of 132 mg/dl taken within 10 minutes of one another. Customer also reported having a horizontal arrow at the time of the comparison. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.